Event description:
It was reported that the external pulse generator had output out of specifications. The device was no longer supported and the end of service life was 9 years ago. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.